Event description:
It was reported by the clinician that the tip of the white transducer probe shredded when put on the needle. There were no patient complications reported. Additional information 12/21/2009 - confirmed with the complaint lab that the sample that was returned is the catheter and not the probe. The catheter tip appears to be shredded. This occurred during catheter insertion. No additional information is available.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.